Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. When the pump was returned to mmdg, the pump was found to be over infusing. The pump history shows that the pump had been serviced outside of mmdg and that the infusion factor had been changed incorrectly. This caused the pump to over infuse. The pump was serviced to correct the issue.

Event description:
The initial reporter states that the pump was delivering too quickly. They stated that the infusion was ending three hours before it was expected it to be completed. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump was delivering too quickly. They stated that the infusion was ending three hours before it was expected it to be completed. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).